Event description:
Dealer states sn (B)(4) shocks bottoming out, return for inspection.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.